Manufacturer narrative:
Lot, manufactured date and expiration date will remain unknown, if lot information is received, it will be submitted within 30 days upon receipt. Due to system limitations, section h6 required to input investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. The final picture analysis engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 5f multipurpose (mpa1) 65cm tempo catheter broke and remained in the pulmonary artery when the device was removed through the introducer via the jugular vein. Another unknown catheter and a snare were used to remove the broken catheter from the artery. There was no reported patient injury. The radiologist reported that the catheter got caught during removal and broke. The doctor believed the catheter had a defect that caused it to snag on the introducer when pulled. The intended procedure was hepatic venous pressure measurement and transjugular biopsy. No contralateral approach was used. The target vessel was the right hepatic vein with no calcification, tortuosity, stenosis, acute angle, or bifurcation. The access vessel was the right internal jugular vein with no calcification, tortuosity, stenosis, acute angle, or bifurcation. The device was removed from the packaging by holding the hub/connector, and torque was applied by holding the hub/connector. No difficulties were encountered during insertion or advancement. Unusual force was required to remove the catheter, and excessive torque was not required. The procedure was completed after the catheter broke, and the broken fragment migrated to the left lower lobar pulmonary artery and was removed using a snare. The patient was not hospitalized and did not require prolonged hospitalization due to the event. A photo was provided showing the broken catheter marked in red. The device will be returned for evaluation.